Manufacturer narrative:
Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's vns generator and lead was explanted due to an infection. A review of device history records showed that both the lead and generator were sterilized prior to distribution. The doctor didn't know the cause of the infection, she was fine for several months until the infection occurred, but the patient may have been picking at the site. No further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.